Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
T was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3, thin posterior leaflet, and calcification. A mitraclip ntw (40731r2070) was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed and replaced. A mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. A mitraclip xt (50321a1123) was then inserted, and grasping was performed. However, the leaflets were unable to be captured, and leaflet damage was observed, and the mr returned to a grade of 3. The clip was removed from the patient and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture resulting in unspecified tissue injury and subsequent mitral valve insufficiency/regurgitation appears to be related to patient conditions (thin/degeneratively altered and calcified leaflet). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip was reported. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.